Event description:
It was reported that the device was used to successfully improve the stent apposition to the vessel wall following stent deployment. There was no problem with the balloon inflation but after a few seconds, the balloon ruptured. The balloon was completely removed. There was no clinical consequence to the patient. The physician stated that the cause of the balloon rupture "may have been in part of getting the balloon caught up on the stent and causing a puncture and rupture".

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. Visual inspection of the returned device did not identify any external anomalies. Microscopic examination showed that the distal end of the balloon had a tear. The device dimensions were within specifications. The device was flushed and water exited the distal tip of the balloon catheter. A demonstration synchro 0.14¿ guidewire was advanced through the balloon catheter without difficulty. An attempt was made to inflate the balloon and a leak was noted to the balloon. It is probable that the balloon ruptured as a result of becoming caught in the implanted stent. Based on the information available and investigation results it is likely that the reported balloon rupture related to some procedural factors limiting the performance of the device. Therefore, it was determined that the reported event was related to operational context.

Event description:
It was reported that the device was used to successfully improve the stent apposition to the vessel wall following stent deployment. There was no problem with the balloon inflation but after a few seconds, the balloon ruptured. The balloon was completely removed. There was no clinical consequence to the patient. The physician stated that the cause of the balloon rupture "may have been in part of getting the balloon caught up on the stent and causing a puncture and rupture".